Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed january 31, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.